Event description:
The customer reported that the iabp started alarming "unable to calibrate iab optical sensor". No patient injury was reported. The customer representative is not sure if the pump was connected to a patient when the event occurred. The iabp was replaced.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. Service report: customer stated that the fiber optics would not calibrate. I tested the operation of the fiber optics upon arrival and found it to be functioning correctly with no issues. The customer stated that the unit was due for a 2.5k pm kit and a pm asked to complete while on site the pm. It was installed and kit. Completed pm with full calibration, functional testing and safety check to factory specifications. Upon completing, the unit was released the unit for use. (B)(4).